Manufacturer narrative:
Initial reporter: (B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up # 1 (B)(6) 2011. Device history record review was conducted on (B)(6) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no data in the black box or download histories from time of reported high blood glucose due to continued use. The daily insulin delivery totals appear inconsistent due to time date issue. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
A family member reported that the patient experienced a blood glucose (bg) of 522 mg/dl at the time of the call to animas customer support (cs). The family member denied the presence of symptoms, and there were no reported ketones. She stated that the patient's bg was elevated all day, and a correction bolus was given via the pump while the patient was at school. She reportedly administered another correction via syringe while on the phone with cs. The family member reported that an occlusion alarm occurred while the earlier bolus was being delivered. A review of the pump history showed that the bolus was delivered as programmed. The family member stated that a new infusion set was inserted the morning of the reported bg excursion, and it was noted that the cannula on the previous set was bent. She stated that the patient experienced discomfort upon insertion of the new set. While on the phone with cs, the family member reported that the set was again changed; she noted that the cannula was not bent, and she successfully primed the pump with insulin visible at the end of the tubing. She noted that there was clear fluid coming from the patient's site upon removal of the cannula. She stated that the patient has had issues with bent cannulas in the past. Troubleshooting indicated that previous bent cannulas may have been attributed to incorrect insertion technique. There were no issues found with the pump; the patient resumed insulin pump therapy without further reported incident. This complaint is being reported because the patient allegedly experienced hyperglycemia while using the pump.